Event description:
New information received notes that an incident of post-paced t-wave oversensing was reported again. Although the device had been reprogrammed in the past, further reprogramming changes were recommended.

Event description:
It was reported that asymptomatic patient presented in clinic for post-op follow up. Post -paced t-wave oversensing was noted. Programming changes were recommended. No further information is available.